Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 2.25x18mm, 90% stenosed, de novo target lesion was located in the third segment of the moderately calcified right coronary artery. Pre-dilation was not performed. After advancing a 0.014 non-bsc guide wire and a fr4 runway guiding catheter, a 2.25x20mm promus element drug eluting stent was advanced to treat the target lesion. Upon advancing the stent delivery system, resistance was encountered. The device was re-advanced and it was noticed that the stent was deformed in its distal part. The device was retrieved intact. The procedure was completed with a 2.25x18mm non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was severely damaged and stretched distally along the entire length. The stent had moved distally. The balloon appeared to have been inflated to some extend and deflated. The guidewire exchange port was torn. The tip was slightly flared. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 2.25x18mm, 90% stenosed, de novo target lesion was located in the third segment of the moderately calcified right coronary artery. Pre-dilation was not performed. After advancing a 0.014 non-bsc guide wire and a fr4 runway guiding catheter, a 2.25x20mm promus element drug eluting stent was advanced to treat the target lesion. Upon advancing the stent delivery system, resistance was encountered. The device was re-advanced and it was noticed that the stent was deformed in its distal part. The device was retrieved intact. The procedure was completed with a 2.25x18mm non bsc stent. No patient complications were reported and the patient's status was stable.